Manufacturer narrative:
This event was determined to be supplemental information and the investigation findings will be reported under MFR # 2916596-2023-00904.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a zio patch to evaluate for arrhythmia and found that the patient had non-sustained ventricular tachycardia. The low flow alarms were not thought to be related to the arrhythmia. The patient would have an implantable cardio defibrillator implanted. A computed tomography would be performed. The patient was also having renal dysfunction, with a creatinine increased to 1.55 mg/dl from 0.9 mg/dl. The low flows were thought to be due to hypovolemia. If the patient could not get fluid intake up they would be placed in intravenous fluids.